Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tigertail tip broke off in the patient. After removal of the device, the urologist noticed that there was a blockage in the ureter and the tigertail tip was removed with a stone basket. Per follow up with ibc via mail on 03dec2020, the catheter tip was stuck in the ureter.

Event description:
It was reported that the tigertail tip broke off in the patient. After removal of the device, the urologist noticed that there was a blockage in the ureter and the tigertail tip was removed with a stone basket. Per follow up with ibc via mail on 03dec2020, the catheter tip was stuck in the ureter.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Visual evaluation of the returned photo sample noted that there was a fluoroscopy of the patient's ureter with the catheter inserted. The photo samples provided showed the catheter alongside the timestamps, but throughout the images, there were not any sign of a breakage or any broken pieces. As a result, it could not be determined if the catheter was broken or not based on the evidence provided. A potential root cause for this failure could be ¿temperature too high¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indications for use: the bard polyurethane ureteral catheters are intended for use in the drainage of urine from the ureter. The polyurethane ureteral catheter is inserted through the urethra, into the bladder and up through the ureter. These catheters also allow the delivery of contrast media. Directions for use: ureteral catheters are designed in a variety of distal tip configurations. The anatomical characteristics of the ureteral orifice and physician preference should determine the choice of design in a specific clinical situation. Closed tip placement (placed without a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. The catheter adapter is secured to the ureteral catheter, and the catheter is flushed to evacuate all air bubbles. Under direct vision, the catheter tip is positioned within the ureteral orifice. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined. Open tip placement (placed with a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. Under direct vision, the guidewire is positioned within the ureteral orifice. The ureteral catheter is inserted over the guidewire and advanced into the ureter. The guidewire is removed and the catheter adapter is secured to the catheter. Gentle aspiration to evacuate air from the catheter can be performed at this time. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined. Warning: this unit should not be used as a ureteral splint. Caution: do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending. Caution: do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter. Caution: when using the tigertail¿ catheter without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible portion of the catheter become detached, retrieve with an endourology grasping device." The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.